Manufacturer narrative:
The device history records for the hdf-3500 device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. Hdf-3500 passed ¿out qat from heartsine technologies on the 4th september 2018. Upon receipt, the device was emitting a failure chirp while the green status led flashed, as per the reported fault. Measurements taken on the membrane tail confirmed a fault on the red status led, which had caused a reverse bias leakage current to beeper bp1. This had resulted in the reported fault of a failure chirp while the green led flashed. The upper case assembly was returned to (B)(4), the membrane supplier, who confirmed the measurements taken during investigation to indicate a failure of the red status led. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be retained and replaced with a new hdf-3500. Update (08-may-2019): further analysis into the failure was conducted by (B)(4), the led supplier, which confirmed the led had been mis-formed during manufacture. As of 07-may-2019, (B)(4) has implemented preventative action to ensure no leds with reverse bias leakage will pass testing..

Event description:
There was no patient involved in this event. The device gave a beep sounds to green led blinking.